Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was experiencing shocking. The patient had pain at her implant site where her incision was located. The pain had started in 2015 and has not gotten better. Starting in (B)(6) of 2016, the implant has been taking too long to charge, and it takes about 4-5 hours to charge up her implant. Starting about 2 weeks prior to the report, the implantable neurostimulator had been turning itself off on its own. The patient will stop feeling stimulation after bending over for 45 seconds and then the stimulation would come back on. She could confirm with her patient programmer that her implantable neurostimulator was turned off at the time. She would turn her implant back on and then feel a shocking sensation in her spine and lower back. She would then turn the device off, but still feel the shock. She feels the leads are poking her spine and causing discomfort. The patient had an MRI scan in november of 2015 that was not related to the device or therapy and a CT scan on (B)(6) 2016 which was also not related to the device or therapy. The patient reported that she is an expert with using her patient programmer so she knows her implant has been turning off on its own.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.